Event description:
A distributor in (B)(6) reported via fph representative that two bc2425 optiflow cannulas had "loosened during treatment". No patient consequence was reported.

Event description:
A distributor in (B)(6) reported via fph representative that two bc2425 optiflow cannulas had "loosened during treatment". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc2425 optiflow cannula is not expected to be returned to fisher & paykel healthcare (B)(4) and we have not received a response to the questions that we have sent to the hospital to obtain further information. A lot check was not performed as no lot number was provided. Conclusion: as the complaint device was not returned and there was insufficient information provided by the customer, we were unable to confirm the failure and determine the root cause of the reported fault. If the complaint device is returned at a later date, we will be able to inspect the product to determine if: the tube has properly bonded to the nose piece; the bonding agent was sufficiently applied to the tubing; there was any damage to the surface of the tubing.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint samples and more information regarding the complaint. We will provide a follow-up report upon receipt of the complaint devices and completion of our investigation.